Event description:
Additional information was received from a manufacturing representative. Patient identifying information was received as well as the information that the case was cancelled on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implanted neurostimulator (ins). The representative reported that the patient came to the hcp for a one month follow-up and the battery was completely depleted. The representative reported that they think that the device was in overdischarge. The representative reported that the hcp contacted the representative to ask about the protocol for recovering the battery. The representative reported they would follow up with the hcp on (B)(6) 2017. There were no patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.